Manufacturer narrative:
Corrections and or additional information has been added to the following sections: d1, d5, e3, g1, h2, h6 this supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from 04-dec-2022 to 03-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that malfunction occurred due database corruption. A technical support specialist established a connection to the station and its database was in suspect mode. The database was subsequently dropped and replaced. The system functioned as intended after assessed by the technical support specialist.

Event description:
It was reported by the customer that a bd pyxis medstation es system experienced application crashing. Following the application crash, the screen turned black. The customer indicated that the nurse was unable to dispense the medications. The problem persisted despite rebooting the device. The length of the delay was unknown. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported by the customer that a pyxis medstation es system had application crashing. Following the application crash, the screen turned black. The customer indicated that the nurse was unable to dispense the medications. Despite rebooting the device, the problem persisted. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due database corruption. A technical support specialist established a connection to the station and it's database was in suspect mode. The database was subsequently dropped and replaced. The station was then resynchronized and was operational. The system functioned as intended after the technical support specialist troubleshooted the device.